Manufacturer narrative:
There was no user or patient injury with this event. Results; conclusion - labeling provided with the x-ray units instructs the installers to verify the wall support capability prior to installation. In conclusion, the root cause for this issue was an improper installation. Results; conclusion to be determined - the dealer service technician noted during servicing that modifications had been made to the on/off switch from the original rocker switch to a light switch. Due to the switch modification and the amount of repairs involved, the service technician was going to recommend that the office replace the unit. A follow-up will be sent pending information on the status of the repair or replacement of this x-ray unit. Service performed by dealer service tech.

Event description:
The intraoral x-ray unit was installed to a pass through cabinet at the dental office. The dental office noticed the unit was pulling away from the cabinet and called a contractor to repair. During the correction by the contractor, the unit pulled off the wall and fell. After the unit fell, the contractor re-mounted the unit to the cabinet. The unit required servicing after the fall by a dealer service technician. During the service call, the dealer service technician found the power switch had been modified.